Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent c-flo set leaked. This occurred during a patient infusion of chemotherapy. The reporter stated that about 20 minutes after the medication bag was spiked and hung, the tubing became loose and detached from the bag. The chemotherapy subsequently leaked from the site of the disconnection. There was no patient injury or medical intervention associated with this event. No additional information is available.